Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. In addition, no anomalies were found in the device history record (DHR) for the generator. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely there were many factors involved with the patient incident. With no details provided, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu)/generator was used in an endoscopy in which there was a perforation. No further details were provided. Note: the esu was distributed by an erbe elektromedizin (B)(4) subsidiary to a hospital in (B)(6).